Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch and was received with a high idle current due to faulty electrical component on the radio frequency board. The displacement test functioned properly. The drive support disk was inspected and no anomaly was noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she got another motor error alarm on the insulin pump. Customer stated that she was doing fill tubing when the alarm came. Customer's blood glucose was 156 mg/dl at the time of the incident. Customer stated that the drive support cap is sticking out. Customer stated that she had an x-ray for a sprained ankle and went through a metal detector at the court. Customer stated that she was told to keep the pump on. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.